Event description:
It was reported that an ilet user experienced hyperglycemia after a meal, with continuous glucose readings rising to approximately 350 mg/dl and a confirmatory fingerstick of 333 mg/dl, while using a libre 3 plus and a contact detach steel infusion set; the user had replaced all infusion and sensor supplies shortly before the call, and the ilet was observed to be delivering insulin. Symptoms included elevated blood glucose. Outcomes included no hospitalization and no device alerts or alarms. Investigation included review of reported data and real-time device behavior, confirmation of insulin delivery, verification of recent set and sensor changes, and user education. Investigation of this case revealed no device malfunction detected during the interaction and no abnormalities noted with supplies before or after replacement, while the hyperglycemia cause remained unclear. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.